Manufacturer narrative:
An infection at the ipg site was reported to abbott. The patient was prescribed oral antibiotics. The infection resolved. The patient underwent a full system explant. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated as a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient experienced an infection at the ipg site. Patient was prescribed oral antibiotics. The infection resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the scs system was explanted due to the concern about infection even after finishing antibiotics.